Manufacturer narrative:
This report is being submitted to provide additional information from customer and legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found lock screw displacement. A device history review revealed no findings/no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿caution¿.-to remove the endoscope, pull it carefully from the endoscope mount, while keeping the endoscope lock button pressed. Forcibly removing the endoscope without pressing the endoscope lock button may damage the endoscope and camera head." Olympus will continue to monitor the field performance of this device.

Event description:
The end user facility contacted olympus to report a slippery lock screw on their camera head. The reported phenomenon was discovered during cleaning and disinfection for a diagnostic hysterectomy procedure. No patient or user harm has been reported.

Event description:
The end user facility contacted olympus to report a slippery lock screw on their camera head. The reported phenomenon was discovered during cleaning and disinfection for a diagnostic hysterectomy procedure. No patient or user harm has been reported.

Manufacturer narrative:
E1 (address): (B)(6). Postal code (hospital) :(B)(6). E2 ni. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.